Manufacturer narrative:
(B)(4). Event problem and evaluation codes: (B)(4). Pentax medical endobronchial ultrasound (ebus) unknown model, unknown serial number is being reported under MDR 9610877-2018-00426. Pentax medical video bronchoscope, model eb-1570k, serial number (B)(4) is being reported. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on (B)(4) 2018 of an event that occurred in the emea on (B)(6) 2018. The procedure involved a pentax medical endobronchial ultrasound (ebus), unknown model and serial number, that was used for a transbronchial needle aspiration (tbna) at the 4r (lower right paratracheal lymph node stations). The patient was being tended for bleeding after the ebus was used. No malfunction was reported to have occurred with the ebus; however the ebus was switched to a pentax video bronchoscope, model eb-1570k, serial number (B)(4). The suction port on the video bronchoscope did not work properly and stopped working all together during the procedure which made controlling bleeding difficult. Additionally, the suction eventually got stuck in 'on' position and resulted in an accidental removal of a clot and could have resulted in further bleeding per the customer. Bleeding was controlled with iced saline and there was no reported significant harm to the patient. The ebus customer confirmed on 19sep2018 the ebus was a pentax hitachi (model/serial number not provided); however they did not send it for repair as they do not feel it was a part of the incident. No additional information regarding the ebus appears to be available. The reason for switching to the video bronchoscope was not provided. The digital video bronchoscope, serial number (B)(4), was evaluated on 13sep2018, technical report document number (B)(4). The angulation, operation channel, objective lens unit and light guide fiber bundle were all checked. No accessories were documented. On 19sep2018, pentax medical requested additional information and return of the bronchoscope from the customer. The customer advised that unfortunately the suction button was disposed of and that the bronchoscope was returned to pentax (B)(4) for repair after the incident and the serviced bronchoscope has already been returned to customer. The bronchoscope was scheduled to be picked up from the customer again on 21sep2018 for further evaluation. Per the emea investigation report, (B)(4), dated 27sep2018, the emea did submit a report to (B)(6), the competent authority, report #: (B)(4). They also documented a service history noting the last major repair was performed on 11jul2016. Their technical assessment included an evaluation of the returned bronchoscope which was in the carrying case in good condition. The free lever was broken and a comment of possible transport damage was noted. The free lever is not involved with the suctioning function. Silicone oil was applied to the o-ring of the suction valve and the suctioning tests with the delivered suction valve function as intended. The investigation conclusion was that the free lever of the bronchoscope must be replaced. To avoid similar malfunctions during suctioning, the suggested correction is recommending the customer inspect all of the suction valves and should also be trained on the importance of using silicone oil at the o-ring valve. Based on the investigation the reason for the incident could be a dry o-ring on the used valve or a deformed valve. The valve used during the procedure was not returned or part of the investigation as it was disposed of by the customer.